Event description:
Spontaneous call from patient¿s mom to report a pump malfunction with ms3 pump sn # (B)(4). Pump will not stay powered on even with new batteries put in. This did not happen while pump was in use. No interruption to therapy. We are replacing pump and patient will be sent return box to retrieve the pump. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? No. Did the product issue caused or contribute to patient or clinical injury? No. If yes was any medical intervention provided? Reported to (B)(6) by: patient/caregiver.